Event description:
Additional information was provided from a company representative (rep) stated that the cause of the motor stall and recovery were unknown. No actions were taken as a result. No further information was provided.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving bupivacaine and baclofen via an implanted pump. The indication for pump use was non-malignant pain. The hcp reported that the patient¿s pump was empty. Per the hcp, the patient was in the hospital and the pump went dry around the end of october or beginning of november. Additional information was received on 04-dec-2024 from the hcp who reported that they were filling the pump today and noted a motor stall alarm with recovery.